Manufacturer narrative:
Omit: b21: type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported infusion shut off was confirmed during the event log review of the suspect pcu, however, it was not replicated during the laboratory testing. An external and internal inspection of the suspect pcu s/n: (B)(6) revealed scratches and damage on the device display and fluid ingress inside the device. All inspected components were manufactured by bd. An external and internal inspection of the suspect pump module s/n: (B)(6) revealed goo impregnation on the case of the device and fluid ingress inside the door assembly unions and inside door mechanism. All inspected components were manufactured by bd. The date and time of the event were provided by the customer (january 19, 2025, at 11:13 am), the infusion of the reported event was started on (B)(6) 2025, date reported by the customer. However, the event and error logs were deleted. A review of the event logs provided by the customer shows no error or malfunction related to the complaint issue. From 10:52:34 am to 10:52:46 am, was modified the weight of the already started infusion (suspected to be milrinone 20mg in 100ml (concentration 0.2mg/ml), rate = 0.492 ml/h, vtbi = 27.329 ml), and the infusion starts. Pvi = 39.143 ml at 11:13:41 am, the device was alarmed with channel disconnected and the suspect pump module s/n: (B)(6) and the concomitant syringe module s/n: (B)(6) were disconnected from the pcu. At 11:13:44 am, the soft key 14 (continue) was pressed to remove the alarm of channel disconnected. From 11:13:49 am to 11:13:50 am, both devices were added to the pcu and become idle. At 8:16:36 pm, the device was powered off. Pvi = 39.733 ml. A functional testing and channel disconnect replication testing were performed to verify the functionality of the device. The tests were completed successfully. Preventive maintenance test was performed in both devices to verify the components functionality inside the devices and found some findings. The suspect pcu device failed the instrument inspection task due a scratch on the device display and some contamination. The suspect pump module was failed the instrument inspection due a goo contamination on the device case and failed the simultaneous display task due a missing led. The bd alaris user manual v9.33 states the following: the battery should be replaced every 2 years by qualified service personnel. The battery is intended as a backup system. Leave the power cord connected to a hospital grade ac power source whenever available. The battery should be conditioned every 12 months by qualified service personnel. If the batteries are stored for more than 1 year, they should be fully charged (16 hours) at least once per year to prevent leakage and deterioration in performance due to self-discharge. Devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Notes to repair center: suspect pcu s/n: (B)(6) (w.o.) (B)(4). Please replace the battery and all components affected by the liquid ingress due investigation results. The pcu was disassembled during the investigation; please ensure proper assembly and torque screws as required. Dchu is not responsible for any cost associated with incidental findings or any cost associated with any 3rd party parts found. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Suspect pump module s/n: (B)(6) (w/o: (B)(4). Device opened for investigation. Please re-torque all screws. Repair center should follow their normal processing of the device, looking any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components. Root cause: the returned devices were fully tested, evaluated, and no issues or anomalies were observed during laboratory testing related to the pump shutting off, however, the issue of the complaint could be attributed to a faulty battery due investigation result. Note that this report lists imdrf annex a1801, a090206, c0601, c02, g05005, g04037, d15 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was shut off and the milrinone infusion was still not complete. Per report, the device remained off "for many hours before caught." There was patient involvement and no harm. Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported that the event occurred on 19 january 2025. The drug was milrinone 20mg in 100ml (concentration 0.2mg/ml). The intended dose rate was 0.5mcg/kg/hr. (0.5ml/hour). Per report, the infusion "had been running since on (B)(6) 2025." On (B)(6) 2025 at 11:13 the infusion stopped running and it was noticed until 19:25 when it was restarted. It was stopped at 20:16 and pump was removed.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the pump was shut off and the milrinone infusion was still not complete. Per report, the device remained off "for many hours before caught." There was patient involvement and no harm.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem additional information: weight, weight unit, device available for eval?, returned to manufacturer on and imdrf annex b, c and d codes and manufacturer narrative. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the pump was shut off and the milrinone infusion was still not complete. Per report, the device remained off "for many hours before caught." There was patient involvement and no harm. Bd received additional information. After receiving the initial report, bd representatives went to the facility to gather additional information. It was reported that the event occurred on 19 january 2025. The drug was milrinone 20mg in 100ml (concentration 0.2mg/ml). The intended dose rate was 0.5mcg/kg/hr. (0.5ml/hour). Per report, the infusion "had been running since (B)(6) 2025." On (B)(6) 2025 at 11:13 the infusion stopped running and it was noticed until 19:25 when it was restarted. It was stopped at 20:16 and pump was removed.